Event description:
It was reported that episodes of noise leading to oversensing were observed on the right ventricular (rv) lead. The patient had an arrhythmia and received appropriate high voltage therapy. Additional information received indicated that the patient passed away. There was no allegation or suspicion that the death was related to device malfunction.